Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the treatment of a 56 mm in diameter abdominal aortic aneurysm. It was reported that there was a type iii endoleak graft fracture, observed by the physician during the procedure. The limb was relined and the endoleak resolved. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported.

Manufacturer narrative:
Film evaluation results are: review of pre-implant CT¿s revealed that the patient had a 6cm max diameter aaa. The proximal neck diameter just below the renals measured ~20mm, and 5cm distally near the bottom of the neck was 26mm in diameter. The neck was minimally calcified and moderately angulated and the aaa contained thrombus. The iliacs were moderately tortuous and calcified. The cause of the reported type iii fabric endoleak could not be determined from the pre-implant images provided. The films during implant were not available and post-implant films showing the event were also not available for return.

Event description:
It was reported that the endoleak was a type iii, fabric and that the patient was fine.